Event description:
It was reported that the pump touch screen was unresponsive. There was no known impact to the customer¿s blood glucose. Customer declined follow up from tandem technical support to ensure they obtained back-up insulin therapy.